Event description:
It was reported that the atrial lead pacing impedance increased to a high impedance measurement. It was also reported that right ventricular (rv) lead sensing decreased with complete loss of capture (loc.) Reprogramming was conducted and both leads remain implanted. It was later reported that the atrial lead and rv lead were removed and replaced with new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead pacing impedance increased to a high impedance measurement. It was also reported that right ventricular (rv) lead sensing decreased with complete loss of capture (loc.) Reprogramming was conducted and both leads remain implanted. No patient complications have been reported as a result of this event.